Manufacturer narrative:
Two opened probes were received for evaluation. Sample #1 was visually inspected. And found to be non- conforming with dried white foreign material on the port face and welded cap. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for actuation and was non-conforming for cut. Sample #1 was then disassembled and the components inspected. Excessive wear was observed, on the inner cutter when compared to the degree of wear, based on continuous actuation of the probe visual standard photos. Gouge marks were observed, at the cutting edge and several other locations along the inner cutter. Sample #2 was visually inspected. And found to be non-conforming with orange/brown foreign material on the port face, and dried clear and white foreign material on the port face and along the needle. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for actuation and was non-conforming for cut. Sample #2 was then disassembled and the components inspected. Nominal wear was observed, on the inner cutter when compared to the degree of wear, based on continuous actuation of the probe visual standard photos. Gouge marks were observed, at the cutting edge and several other locations along the inner cutter. Orange/brown foreign material was observed, at one location along the cutter. A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation confirms, that both returned probes has cut failures. The root cause for the cut failure in sample #1, as well as the observed foreign material, is the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes. And it appears, that the probe has experienced a use much greater than this typical timeframe. The excess usage of the probe will wear and damage the inner cutter, such that the cutter function becomes poor, bent, or does not function at all. The most likely cause, for the cut failure in sample #2 is the observed, gouges on the cutting edge of the inner cutter of the probe. A damaged cutting edge can decrease the quality of the cut performed by the probe. How and when the cutting edge of the inner cutter of the probe became damaged cannot be determined form this evaluation. No action has been taken as it appears that the observed, cut failure in sample #1 was, due to excessive use of the probe by the user. And the exact root cause of the cut failure on sample #2 cannot be determined. Probes are 100% visually inspected and tested for actuation, aspiration, and cut, during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the vitrectomy probes were unable to cut vitreous. The product was replaced to complete the procedures. There was no patient impact.